Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in automatic mode switch (ams) episodes was observed on the right atrial (ra) lead. The lead was revised during an unrelated procedure to resolve the event. The patient was stable with no adverse consequences.